Manufacturer narrative:
One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed all the components were assembled according to manufacturing process. A inflation/deflation test was performed and the sample was inflated /deflated three times without any issue noted. The reported defect could only be detected when the stylet wire is contained in the tubing.

Manufacturer narrative:
The information provided indicates that the sample is expected to be returned for analysis. If the sample is returned, a summary of the analysis will be provided in a supplemental report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report alleging that the cuff would not deflate. The information providing indicates that this was discovered during inspection of the cuff prior to use. There was no patient involvement reported.